Event description:
Per complaint (B)(4), a displacement was reported of a dental implant into the sinus below during initial placement. The implant had to be retrieved. The patient experienced pain and inflammation.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d10 for device return date, g1 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes.

Manufacturer narrative:
Correction to report the accurate dates for event, implant, and explant.